Manufacturer narrative:
Correction: suspect medical device ¿ manufacturer: (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous glucose monitor (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.